Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure (batch no. B61396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rash, erythema, luteal cyst of ovary, hormonal imbalance, urinary frequency, depressed mood, pap smear abnormal, menometrorrhagia, enlargement of lymph nodes, inguinal hernia, adenomyosis, abnormal uterine bleeding, endometriosis externa and pelvic adhesions. Concurrent conditions included mood change, lethargy, weight gain and anemic. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), palpitations ("blood or heart disorder/condition type: palpitations"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety"), rash ("rashes") and fatigue ("fatigue"), 7 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and skin disorder ("skin conditions"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding, palpitations, migraine, headache, anxiety, rash, fatigue and skin disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, palpitations, pelvic pain, rash, skin disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: coils left in the cavity, 2 on the left and 2 on the right procedure performed exam under anesthesia, total robotic hysterectomy, lysis of pelvic adhesions, fulguration (if endometriosis, right paratubal cystectomy, bilateral ureteral lysis, colpopexy of the vaginal cuff to the uterosacral ligament bilaterally. Versus abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: device in proper position with occlusion of the fallopian tubes. Ultrasound pelvis - on (B)(6) 2017: endometrial complex measures 11.8 mm with no evidence of nodule and no fibroid seen. Some motion of the endometrial echoes suggests present bleeding. Bilateral essure coils seen in the cornua. The right ovary has a partially collapsed cyst and there is free fluid.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain batch no b61396 production date 2013-08-24 expiration date 2016-08-31 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. B61396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rash, erythema, luteal cyst of ovary, hormonal imbalance, urinary frequency, depressed mood, pap smear abnormal, menometrorrhagia, enlargement of lymph nodes, inguinal hernia, adenomyosis, abnormal uterine bleeding, endometriosis externa and pelvic adhesions. Concurrent conditions included mood change, lethargy, weight gain and anemic. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), palpitations ("blood or heart disorder/condition type: palpitations"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety"), rash ("rashes") and fatigue ("fatigue"), 7 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and skin disorder ("skin conditions"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding, palpitations, migraine, headache, anxiety, rash, fatigue and skin disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, palpitations, pelvic pain, rash, skin disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: coils left in the cavity, 2 on the left and 2 on the right. Procedure performed: exam under anesthesia, total robotic hysterectomy, lysis of pelvic adhesions, fulguration (if endometriosis, right paratubal cystectomy, bilateral ureteral lysis, colpopexy of the vaginal cuff to the uterosacral ligament bilaterally. Versus abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: device in proper position with occlusion of the fallopian tubes. Ultrasound pelvis - on (B)(6) 2017: endometrial complex measures 11.8 mm with no evidence of nodule and no fibroid seen. Some motion of the endometrial echoes suggests present bleeding. Bilateral essure coils seen in the cornua. The right ovary has a partially collapsed cyst and there is free fluid.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2021: this case become serious incident. Mr received. Reporter information, patient's medical history, explant date and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.